Event description:
The following information was provided: it was reported that the patient's right knee was revised due to potential infection. A 3x22 ts insert was revised to a 3x19 ts insert (reason for down-sizing not reported to rep). Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding infection involving an unknown triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including product identification, operative reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. All stryker products are sold as sterile either by being validated to a minimum sterility assurance level sal of 10^-6 or aseptically filled under a validated process in accordance with applicable external standards